Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 55 months of implant, due to mid-life charge times in excess of 30 seconds. A manual capacitor reformation was attempted, but charge times remained long at 45 seconds, causing a device fault code to occur. Subsequently, this device was explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of these observations.